Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a monitoring voltage of 3.07 volts, pre-implant. The box label was 3.25 volts. A guidant technical services (ts) consultant recommended turning off zip telemetry and recheck the device in 24-48 hours to see if the battery recovered. The caller reported that two days went by after doing this, and the battery remained at 3.07 volts. The crt-d was returned for analysis.